Event description:
It was reported that noise, oversensing was observed on the right ventricular (rv) lead. Tachycardia therapies were programmed off. A physician concern was made whether the implant technique used resulted in more noise or if a higher prevalence of noise was observed in abbott leads. Further information was not available.

Event description:
New information received notes that high voltage therapy was disabled via programming. The patient was stable.